Event description:
Pt revised to address polyethylene wear.

Manufacturer narrative:
Examination was not possible, as the device was not returned. Review of the device history records also was not possible as the lot code required for retrieval was unavailable. Although unavailable for eval, it would not be unreasonable to expect poly material wear after nearly 13 yrs of implantation. The investigation could not verify or identify any evidence of prod error regarding the reported event with the info available. Based on the investigation, the need for corrective action is not indicated. Depuy considers this investigation closed. Should the prod or add'l info that changes this conclusion be rec'd, the investigation will be reopened.